Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter was not powering on. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged issue began ¿last wednesday¿ (time not specified). The patient manages his diabetes using an insulin pump, and reportedly increased his insulin dose in response to the reported issue. The patient stated that he developed symptoms of ¿high blood sugar¿ and ¿low blood sugar¿, specifically ¿dizzy and tired¿ approximately 1 hour after the alleged meter issue began. The patient denied receiving any form of medical intervention in response to the reported issue. The patient did state that he had increased his dose of insulin over the last 3 days and taken glucose tablets, although it is unclear whether this action was in response to the alleged meter issue or in response to the symptoms experienced. At the time of troubleshooting, the csr noted that it was not the first use of the product and there had been no misuse. The csr confirmed that the meter would power on when the button was pressed, but would not power on upon insertion of a test strip. The csr confirmed that the correct test strips were being used. Return of the subject device was requested for investigation and replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.